Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The complete lead was returned with helix retracted. The lead was determined to be electrically continuous. An x-ray did not reveal any abnormalities. The lead tip and helix appeared to be intact and undamaged. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead reported experiencing chest pain. It was discovered that this lead had dislodged. In addition, the associated right atrial (ra) lead had perforated the patient's heart. The patient was seen for a revision procedure where both leads were explanted.